Manufacturer narrative:
(B)(4). Date sent 12/12/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a bariatric sleeve procedure, the device was inserted into patient but could not be opened. A second device was opened and used successfully. There was no patient harm. Procedure was completed successfully with no surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 11/5/24 d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dt1l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent 1/9/2025 d4 batch #c9dr0t. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of would not open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dr0t, and no non-conformances were identified.